Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that this zm transmitter was experiencing intermittent signal loss. This was the only unit behaving this way. No patient harm was reported. Investigation summary: the reported issue was confirmed, and the root cause of the reported issue is due to mechanical failure within the top case assembly. All affected components have been replaced with new ones. The unit was tested following the operator's manual. After an extensive testing period of 24 hours, the unit was found to be operating within the manufacturer's specifications. No further investigation will be performed. There was no patient involvement, no injury, no harm, nor any adverse event, due to the reported issue. Trending will continue to be monitored for this device, incidents, issues, and causes. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: attempt # 1: 01/29/2026 emailed the bme for the information in the ni list above: no reply was received. Attempt # 2: 02/12/2026 emailed the bme for the information in the ni list above: no reply was received. Attempt # 3: 02/16/2026 emailed the bme for the information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H4 device manufacture date. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that this zm transmitter was experiencing intermittent signal loss. This was the only unit behaving this way. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that this zm transmitter was experiencing intermittent signal loss. This was the only unit behaving this way. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that this zm transmitter was experiencing intermittent signal loss. This was the only unit behaving this way. No patient harm was reported.